Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a revision vertical banded gastroplasty procedure, the device fired fine and the case was completed with no patient consequence. Post-op, the patient presented with a leak. It is unknown if the patient was still in the hospital or had been released to go home. It is unknown what caused the leak or where the leak occurred. It is unknown how the leak was repaired or what the patient consequence is at this time. No other information is available at this time. The device was discarded.additional information was provided:the leak occurred 10 days post-op. The post-op leak was at the gj anastomosis. The patient received an intra gastric stent and the anastomosis was oversewn.the patient was in ICU on a vent at the time. (B) (4).